Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('total hysterectomy (uterus and cervix removed)') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2019: plaintiff fact sheet received. Event injury nos was replaced by the new event: medical device removal. Case became incident. Reporter's information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)."), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), genital haemorrhage ("general abnormal bleeding."), psychological trauma ("psych injury"), migraine ("migraine"), headache ("headache") and insomnia ("insomnia") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, menorrhagia, genital haemorrhage, psychological trauma, migraine, headache, weight increased and insomnia outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, genital haemorrhage, headache, insomnia, menorrhagia, migraine, pelvic pain, psychological trauma and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received events " pelvic/abdominal, back, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, psych injury, migraine, headaches, weight gain, insomnia" were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.